Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer reported that the battery area has some broken pieces and the battery cap does not stay on. The customer declined troubleshoot low blood glucose. The customer was advised to discontinue use of the pump and revert to a backup plan. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had broken battery tube threads.